Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the left ventricular (lv) lead dislodged. As the physician suspected the dislodgement was a result of a lead fracture, the lv lead was removed. No adverse patient effects were reported.